Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, infection and bleeding. No additional information provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and rectocele. It was reported that the patient had a concurrent procedure of a posterior colporrhaphy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.